Event description:
It was reported that the ilet device¿s screen was cracked with visible lcd damage after the user slept on the unit, resulting in a physically damaged display that impaired normal viewing and interaction. Investigation included review of the user¿s account of the event and logistical verification of device identifiers. Investigation of this case revealed a damaged device enclosure and display consistent with external mechanical stress to the screen assembly. No reported adverse clinical effects or injury during the event reported. Outcomes included no reported impact on health or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external pressure on the device.